Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 a1, a4-6: not provided by the customer h4: not available at this time gehc's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that a patient sustained a skin reaction to the soft-cuf nibp cuff requiring treatment.

Manufacturer narrative:
The customer reported that a patient sustained a skin reaction to the ge healthcare (gehc) noninvasive blood pressure cuff requiring treatment. It is not known what treatment was provided. While it was initially thought that the soft-cuf was at issue, gehc subsequently learned that the dura-cuf was actually in use with the patient at the time of the event. Gehc investigated by visiting the customer site to interview staff and observe their practices, testing similar cuffs, and performing historical data review. The investigation concluded the root cause was the use of an unapproved cleaning agent and failure to follow the instructions for use with respect to proper cleaning and disinfection. Additional education has been provided to the customer staff.